Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed replace battery now alarm without prior low battery alarm. The customer¿s blood glucose level was 13.2 mmol/l at the time of the incident. Customer stated that this was the second occurrence of replace battery alert now without a low battery warning. Customer stated that the battery cap was not loose. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electrical board . Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly.